Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of occlusion is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a bifurcation lesion in the left anterior descending (lad) artery to the diagonal. The vessel was moderately tortuous and mildly calcified. A balance middleweight (bmw) guide wire was placed in the lad, and another bmw guide wire was placed in the diagonal. Pre-dilatation was performed and the 2.5 x 28 mm xience xpedition stent delivery system (sds) was advanced, but could not cross. Further dilatation was performed and the sds was re-advanced, but still could not cross. A buddy guide wire was then used, but the sds could not cross. Additional dilatation was performed, but the sds was still unable to cross to the lesion. A no flow was then observed in the lad; therefore, the physician decided to refer the patient to medical management. During removal of the guide wires, a complete obstruction was seen in the lad and diagonal vessels; therefore, the diagonal vessel was stented. The patient was referred to medical management. No additional information was provided.